Event description:
Io attempted io kit came defective which wasn't discovered until the needle was already placed into pt's bone (right inferior knee). Once needle was drilled in and was presumed to be in correct placement, it was noted that the needle set did not come apart so that it could be attached to extension tubing, rending the IV site unusable. Needle was removed and IV access was eventually able to be obtained.